Event description:
Spontaneous. Patient reported that having some unspecified issues with 1 cassette and 1 spike two nights ago ((B)(6) 2021). One spike was leaking, so patient wasted a bottle of remodulin. Product lot numbers are not available as patient already disposed of both. Did the reported product fault occur while in use with the pt? Es; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the device? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.